Manufacturer narrative:
Section d product information has been updated. The calibration and qc recovery data provided was within specification. The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. Regarding the data provided it is most likely that the patient has a resolved hepatitis b infection. Modern vaccines only contain the surface protein (hbsag). Therefore, a vaccinated person never develops antibodies against the core (hbc) because the patient has never encountered the core of the virus. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys anti-hbc ii results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2026, the anti-hbc result was 0.980 coi, interpreted as positive. The result was questioned as the patient has been vaccinated. On (B)(6) 2026, the sample was repeated and the result was negative. The exact result was not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.